Manufacturer narrative:
This report is submitted on august 08, 2019.

Event description:
It was reported that the device was explanted due to infection (surgery date and treatment not reported). No device investigation to be performed since the device was discarded by surgeon.

Manufacturer narrative:
Per the clinic, the previously reported infection was determined to be non-device related by the patient's physician. This report is submitted october 30, 2019.